Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure a 29mm sapien 3 ultra resilia valve was prepped in normal fashion. 16f esheath+ was inserted into artery with no issues (18f dilator was not used). 29mm ds was inserted into esheath, but operators noticed extreme resistance and could not push forward. We panned the ii down to see the valve, while the ic attempted to advance the ds further in to the esheath. Ic noted extreme pressure so I asked them to oblique the ii so we could see the entire valve. I saw a bent strut/tine from the valve caught in the esheath. I asked them to stop pushing forward, and instead remove the ds and the esheath simultaneously as the bent strut on the valve posed a threat to patient safety. A new 16f esheath, valve, and ds were prepped and inserted into the artery. The new valve was deployed perfectly with no issues. After the case, reviewing the valve, the ic noted that the cts did not insert the loader fully into the esheath. He said that was 100% the issue and nothing related to valve/esheath/ds. Per photos provided there was a small puncture/hole where bent valve tine exited sheath.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per patient imagery provided, the was calcification and tortuosity present in the patient's access vessels. In this case, the frame damage was empirically confirmed based on the information available to date. Available information suggests user error (incomplete loader insertion) likely contributed to the event based on the reported information. As reported, ''the ic noted that the cts did not insert the loader fully into the esheath.'' Incomplete loader insertion or premature retrieval can introduce misalignment at the loader sheath junction, leading to resistance during delivery system advancement and increasing the risk of valve frame damage. The loader is designed to facilitate a smooth transition of the crimped valve through the sheath hub. When not properly inserted, discontinuity at this interface may cause friction or catching interactions between the valve and sheath hub, leading to bent valve struts. This damage may be further exacerbated by device manipulation (high push force), which subjects the valve to localized mechanical stress. Additionally, improper loader insertion technique can increase push force requirements, contributing to sheath damage, including but not limited to kinking and/or compromised integrity of the shaft. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.